Manufacturer narrative:
Investigation ¿ evaluation: the coda balloon device was not returned. Without the complaint device, a physical investigation was not able to be completed. No photographs or images were provided for review. A document based investigation has been performed. A review of complaint history, the device history records, instructions for use, and quality control data was conducted. Qc specifications, drawings and design verification files were reviewed. The balloon certificate of compliance indicates that all of the devices were 100% visually inspected, balloon pressure tested and burst tested and no evidence was found that any of the devices were manufactured out of specification. The device history record was reviewed and no non-conformances were noted. A review of complaint history records was performed and revealed one other complaint report was received associated with complaint lot number 8007270. The additional complaint was received from the same customer and is related to this reported event. Each device is shipped with the instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions. The IFU specifies the maximum balloon inflation volume and provides instructions on balloon preparation, inflation, deflation and withdrawal. Per the IFU, upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, and without the complaint device, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a patient with a symptomatic abdominal aortic aneurysm (aaa) underwent an endovascular aneurysm repair (evar). The physician was preparing to place another manufacturer's graft and using the coda lp balloon catheter near the renal arteries to stop the blood flow in the aorta. It was reported that four coda lp balloon catheters would not hold enough pressure to stop the blood flow. A fifth coda lp balloon catheter was used and the other manufacturer's graft was placed successfully. The patient was discharged from the hospital. As reported there was no harm to the patient. No unintended portion of any of these devices was left in the patient¿s body. There were no additional procedures required due to the reported issues. There has been no adverse effect to the patient resulting of the reported device issues. The complaint devices were thrown away and will not be returned for evaluation. Manufacturer report numbers 1820334-2017-03499 (coda lp balloon, lot 8007270), 1820334-2017-03781 (coda lp balloon, lot 8007270), 1820334-2017-3500 (coda lp balloon, lot 7083872), and 1820334-2017-03501 (coda lp balloon, unidentified lot) have been filed to capture the each of the four balloons that would not hold pressure.